Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2014) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product lot no., product catalog no., expiry date, UDI no), d.6b (date of explant), g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 1). An additional emdr was submitted to represent the bard/davol perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, ¿a transverse incision was made in the right lower quadrant. The hernia sac was dissected out. A perfix plug (device 1) was placed into the right inguinal floor and secure it with sutures.¿ on (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device 2). Per operative notes, ¿a transverse elliptical incision was made sharply through previous skin scar. The hernia sac was dissected out. A small perfix plug (device 2) was placed into the right inguinal floor and secure it with sutures.¿ on (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of synthetic mesh and explant of perfix plug (device 1 and device 2). Per operative notes, ¿a transverse incision was made excising the previous skin scar. The hernia sac was dissected out. Previously placed both perfix plug (device 1 and device 2) was dissected out. A synthetic mesh was placed into the right inguinal floor and secure it with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective.